Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, while applying the device on sigmoid colon, upon closing the handle of the stapler, the reload closed on the tissue, but not fully. The surgeon was unable to fire the instrument to deploy the staples but was able to remove it from the colon tissue it was placed on. It was also noted the reload was unable to separate from the stapler handle despite depressing the blue unload button. A new handle and reload was then opened and used to complete the procedure. There was no patient injury.